Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited the image did not work when connected to the tower. Unsure as to when the event occurred. There was no report of harm, injury or death.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11. Corrected: d5 health professional. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.